Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 368 mg/dl with nausea and vomiting associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and was hospitalized with diabetic ketoacidosis. The patient was treated with insulin via injection and IV fluids by their healthcare provider. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2016 with the following findings: unable to confirm complaint of inaccurate deliveries on/before complaint date of (B)(6) 2016 due to overwritten data in pump and black box histories due to continued pump use. Current total daily dose history matched the basal & bolus history. The basal history added up correctly to reflect the basal segment programmed by the user. No errors, alarms or warnings were in the alarm history to indicate an interruption in delivery. The pump was tested for delivery accuracy during investigation and was found to be within specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim and discolored.